Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the power distribution board. Ran calibration and diagnostic testing to factory specifications.